Event description:
During preventative maintenance, a baxter technician reported a flo-gard infusion pump with a low battery alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, patient injury or medical intervention reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed during product evaluation; and was determined to have been caused by leaking and swollen batteries. The main batteries were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.